Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 08/4/2020. The following information was requested, but unavailable: please provide how many actual suture needle pull offs occurred during this surgery on one patient? 5 or 6? Date, name and/or indication of the surgery? How was the surgical procedure completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qcmall batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide how many actual suture needle pull offs occurred during this surgery on one patient? 5 or 6? Date, name and/or indication of the surgery? How was the surgical procedure completed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During surgery, the needle was detached from the suture easily during use. There were no adverse consequences to the patient. Additional information has been requested.